Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced reduced wound healing following ipg implant, patient had a staph infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was administered oral antibiotics to address the issue.

Event description:
Additional information indicates that infection has resolved.

Manufacturer narrative:
A staph infection at the ipg site was reported to abbott. The entire system was explanted. The patient was administered oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.